Manufacturer narrative:
This is the final report.

Event description:
A report of a pt experiencing soreness at the pocket site was received. The pt's ipg was relocated to a new pocket site and the pt was reportedly doing well.